Event description:
It was reported that unexpected resets occurred intermittently. Customer¿s blood glucose (bg) level was greater than 700 mg/dl. Elevated bg was addressed via manual insulin injection. Customer went to the emergency room and was subsequently hospitalized on (B)(6) 2023 after they fell and hit their head. Customer was treated intravenously with saline and insulin, and was released from the intensive care unit on (B)(6) 2023 with no permanent damage. The customer reverted to multiple daily injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.